Event description:
It was reported that a user experienced recurring cartridge leakage during supply changes with an ilet system, despite reporting that they do not overfill and that they perform a rewind prior to inserting a new cartridge. Symptoms included no reported adverse clinical effects, no hyperglycemia, and no hypoglycemia. Outcomes included no device alarms, no medical intervention, and no impact to activities of daily living. Investigation included a review of user handling and troubleshooting education provided by customer care. Investigation of this case revealed a suspected use-related handling issue consistent with technique during cartridge fill and insertion. It was concluded that the device performance concern was likely related to user technique rather than a device malfunction. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.